Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (B)(6) is unknown. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a unknown spectrum pump experienced concurrent flow from the secondary bad to primary bag during kcl infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.